Event description:
I had restylane injected by another physician on my nasolabial folds, 1ml on each side. Six hrs later had ischemic changes to side of left nose and significant pain. Applying ice to area made it pale and cadaveric looking. Pain didn't subside. After few hrs, I took hot shower, for 1 hr in shower pain improved lots, color too. Later pain persisted and ischemic changes occurred. I needed 24 hr day heat around nose to keep it pink w/capillary refill. Had blisters and small areas of necrosis. All documented in pictures. Facial artery on that side of nose is occluded with necrosis on its course. Now is 1 week after most of the nose is viable except for few areas of necrosis. I have all pictures. This is classical arterial occlusion following restylaine injection.